Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the lt100 cartridge found that it was received inside its original package with one clip unformed loose. A drop test was performed and no loose clips were noted. The cartridge was opened and functional test was performed with a test clip applier. Upon functional testing, the instrument loaded, retained and deployed 5 clips as intended. No conclusion could be reached as to what may have caused the event reported.

Event description:
It was reported that before an unknown open procedure, a nurse found that the clips distorted and came off the cartridges inside the sealed packages. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient.